Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned results obtained of 331mg/dl. The expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the livingroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 255 and 220mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :237mg/dl date: (B)(6) 2018 time:8:15am fasting, result 2 :302mg/dl date: (B)(6) 2018 time:8:14am fasting, result 3 :331mg/dl date: (B)(6) 2018 time:9:45pm fasting, result 4 :93mg/dl date: (B)(6) 2018 time:1:03pm fasting, result 5 :150mg/dl date: (B)(6) 2018 time:7:16am fasting, customer called in states the meter is reading high. Customer states the meter read 331mg/dl fasting. Customer states his normal fasting range is 100-140mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Customer states he is not concerned with erratic results but his main concern is due to high readings.